Event description:
Leep electrode bovie loop broke during surgical procedure (posterior spinal fusion l4-5; posterior spinal instrumentation with versiloc instrumemtation sys l4-5; left iliac crest bone graft; removal of like instrumentation sys). X-rays were negative for foreign body, ie, "loose wire".